Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw portion of the liner had broken free from the rest of the trial. The liner was removed and the screwed in portion unscrewed. Both pieces were recovered. It appears that all pieces were recovered. Another insert trial was placed and the procedure continued patient status/ outcome / consequences --> no,

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.